Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. It was reported that the episode was not related to the pacemaker function. The patient has a history of sudden bradycardia and technical services (ts) was consulted about storing sudden bradycardia episodes in the device memory. Ts discussed and no additional adverse patient effects were reported.